Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16oct2012 and 15apr2017. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right-side, "leak," "breast completely flat," "pain," and "hardness." Later, healthcare professional reported, right-side deflation. The device remains implanted.